Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Remove MDR codes 1069, 11, 2199, 3233, 4118, 4582 initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury and does not have the potential to cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803. Remove MDR codes 1069, 11, 2199, 3233, 4118, 4582.

Event description:
It was reported that the tandem-provided usb charging cable was damaged. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.